Manufacturer narrative:
Mfg site name - (B)(6) medical. The complainant indicated that part of the device remains in the patient and the excised portion was disposed. Therefore the device will not be returned for evaluation and a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system was used during a transobturator tape for stress incontinence procedure performed on (B)(6) 2007. According to the complainant, on (B)(6) 2014, the mesh was found to have eroded until it lay across the urethral lumen, and a large bladder stone formed around the mesh. The patient underwent transurethral surgery to endoscopically to crush up and remove stones and all visible mesh from within the urethral lumen. She was catheterized for one week after the surgery, and reportedly her "symptoms settled down well". All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.